Manufacturer narrative:
Manufacturer's investigation conclusion: incidental findings: tear in strain relief of the white power cable (housing side). The reported event of the controller alarming due to an atypical alarm was not confirmed. A review of the downloaded log files spanned approximately 4 days ((B)(6) 2021 ¿ (B)(6) 2021 per time stamp). There were only routine power cable disconnect alarms in the log file. The driveline was disconnected on (B)(6) 2021 at 10:45 for a controller exchange. The system appeared to be operating as intended and there were no notable alarms active in the log file. The returned system controller, serial number (B)(6), was functionally tested and found to operate as intended during analysis. The controller was able to support pump function for an extended period of time. No atypical alarms were produced during testing. A root cause for the reported event cannot be conclusively determined through this analysis. Device history records were reviewed and showed no deviations from manufacturing or qa specifications. The patient handbook and IFU also cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Heartmate 3 instructions for use section 7-¿alarms and troubleshooting¿ and heartmate 3 patient handbook section 5-¿alarms and troubleshooting¿ explain how to troubleshoot all system controller alarms. Heartmate 3 instructions for use section 8-¿equipment storage and care¿ and heartmate 3 patient handbook section 6-¿caring for the equipment¿ explain how to properly maintain the integrity of the system controller. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient had been having alarms when hooked up to the mobile power unit. The patient was admitted to the hospital and got alarms while on the power module. The patient stated that the controller was blank but would beep and sometimes rad "disconnect". The patient was given a new mobile power unit on (B)(6) 2021 and the alarms still continued. Log file analysis showed that the patient was connected to the battery power during the entire log file. This indicated that the patient was sleeping on battery power which was not recommended. The patient was educated and instructed to sleep on the wall unit. The alarms were not able to be recreated but the alarm returned when the patient attempting to get out of the bed. There was no alarm message displayed on the screen. Log file analysis captured routine power cable disconnect when the patient was changing from battery to power module on (B)(6) 2021 at 21:16. There were no notable alarms. The power leads were manipulated and a beep was noted after about 1 minute with no alarm message on the controller. There was no change noted in the voltage number on the settings screen. The patient was having alarms on mobile power unit and power module but did not occur on batteries. The controller was exchanged.